Event description:
See initial report.

Manufacturer narrative:
The reported problem occurred on patient pump side. A device service history review has been performed and identified that the unit was manufactured in 2019 and no other similar events have been reported. Based on all the above facts, considering the manufacturing year of the device and the results of a similar complaints database analysis, it cannot be ruled out that the most likely root cause of the reported event is environmental conditions which the stirrer motor worked in, such as high temperatures, humidity, condensation and water infiltration, with the probable contribution of wear of the part and the action of disinfectants during cleaning procedures. No other specific action was currently deemed necessary, livanova maintains and document periodic customer events monitoring process in order to evaluate actions for products improvement.

Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a blocked stirrer motor. The part was replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor during setup. There was no patient involvement.